Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 13-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's paddle lead migrated up a vertebrae (t7) and to the left side. The patient is still receiving affective therapy, but has noticed a change in paresthesia. It has become left side dominant. The patient did not recall any falls. The patient had done some movements (bended, lifted, or twisted), but is unknown. The patient went in for a follow up x-ray and provided the rep with a disc image which the rep was able to read on (B)(6) 2019. No interventions are planned at this time. The rep was able to reprogram the patient and get pretty good results. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the migration is unknown. No action will be taken at this time. The patient was reprogrammed and has improved the patient's paresthesia. No further information was reported.